Event description:
The lay user/patient called lifescan (lfs) in 2005, and alleged that his meter was prompting an apply sample message. The medical affairs specialist mailed a letter 3 days later, since the user could not be reached by telephone for further clarification. The patient reported that he was unable to test due to the apply sample message. It is not known how long the patient was unable to test on the meter. On the day of the event, exact date unknown, the patient's speech was slurred and he was non-responsive. The paramedics arrived a half-hour to an hour later and the patient was given glucose. They obtained a result of 180 mg/dl on their meter. It is not known if the patient tested prior to receiving the glucose. A replacement meter has been sent to the patient. The patient stated that he has just begun using the meter. It was discovered during troubleshooting that the patient was using the incorrect technique to apply his blood to the test strip. The patient performed several control solution tests, all passed. A replacement meter has been sent to the patent. This complaint is being reported because the patient was unable to test on his meter, due to use error, which led to a hypoglycemic event.